Event description:
On september 8th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he was receiving bg readings in the 500 mg/dl range. Due to the above, the user went to his doctor, where his bg level was tested and found to read 201 mg/dl from the doctor's meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" it was also determined that the user was using a cartridge of strips that was open for more than a month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". It was also determined that the user was using a cartridge of strips that was past the expiration date. In addition, the user reported that he was not storing his strips in the cartridge, but were stored in an outside compartment covered by dario's lancing device white cap. Dario's user guide states in the section factors that may lead to inaccurate results:"incorrect testing technique or improper storage or handling of the dario system may also lead to inaccurate test results which are inconsistent with how you feel." And in the section precautions: "a test strip is sensitive to humidity. Therefore, you should keep a test strip in the specified cartridge, and after pulling out the test strip from its cartridge, close the test strip cartridge cap immediately." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, the user tested the new cartridge of strips using control solution and the dario meter read within range for both control solution levels: control solution level 1 test results was 145 mg/dl (range 101-146 mg/dl). Control solution level 2 test results was 235mg/dl (range 176-253 mg/dl). The user also tested his bg using the new cartridge of strips and reported he received a fasting bg reading of 105 mg/dl and a post-meal bg reading of 140 mg/dl. The user stated that these numbers are within normal range for him. The user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.